Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2012. The pump was returned and was evaluated by product analysis on (B)(4) 2012: no damage found to keypad. The down arrow button responds to presses intermittently. Keypad was removed and contamination found under all button contacts.

Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the up, down, and ok buttons were sticking. The reporter stated that the patient's health care provider was making adjustments to the pump and noticed that the settings were jumping. The reporter stated that the issue was first noticed a few weeks earlier and seemed to be getting worse over time. The patient reportedly wore the pump on the outside of clothing and cleaned the pump with a brush. This report is made based on the allegation of the keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.